Event description:
On (B)(6) 2013, it was reported that diagnostics on this date indicated high impedance. It was reported that the patient fell in february and that was believed to be the cause. It was also stated that beginning in march, the patient began having an increase in seizure frequency and intensity. There have not been any other changes that could have been a cause to the seizure changes. The patient was last seen on (B)(6) 2012 at which time diagnostics were within normal limits. The patient's device was disabled, and the patient was referred for revision and x-rays. X-rays were reviewed: the generator and lead are visible with almost uniform brightness/contrast across the images. Placement of the generator is normal in the left chest pocket, and the feedthru wires appear intact. It cannot be confirmed that the connect pin is fully inserted inside the connector block. A strain relief bend is present and is placed per labeling. A strain relief loop is not present. Two tie-downs are also present, one of which is securing a strain relief bend as specified per labeling. Lead is present behind the generator. There are not any gross fractures or discontinuities in the lead. There appears to be a sharp angle near the header of the generator in a portion of the lead. The lead wires appear intact at the connector pins. On (B)(6) 2013, it was reported that this patient underwent generator revision on (B)(6) 2013. The lead was not replaced. The explanted generator was returned on (B)(6) 2013 and is pending product analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The lead analysis was completed on (B)(4) 2013. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing calcium, sodium, magnesium, zirconium, silicone and phosphorus. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Review of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized, complete pin insertion could not be verified.

Event description:
Generator analysis generator pa approved: (B)(4) 2013. In the pa lab, the device output signal was monitored for more than (B)(4), while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Attempts for additional information have been unsuccessful.

Event description:
It was reported that the patient was scheduled for lead replacement surgery. The lead was replaced on (B)(6) 2013. The lead was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.